Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. The patient was connected. The caregiver stated that the patient forgot to break the frangible to one of the solution bags, and broke it during therapy, and now there is air in the patient line. The technical service representative advised the care giver to end the therapy and use continuous ambulatory peritoneal dialysis supplies or start over with all new supplies. There was no patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.